Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection indicated that the stent was deployed and deformed. The sdw was kinked/bent. The introducer sheath distal tip was damaged. Functional inspection could not be carried out as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was seen to be deployed when returned for analysis and the stent and sdw were damaged. Therefore the as reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use can be confirmed. The as reported stent difficult/unable to advance or pullback through catheter and stent deployed prematurely during use as well as the as analyzed swd kinked/bent and stent deformed will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analyzed stent introducer sheath distal tip damaged will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure of basilar artery stenosis 70%, access was obtained by puncturing right femoral artery with seldinger technique. Then delivered guide catheter under the guiding of guide wire to the tail of right vertebral artery (v1). After performing angioplasty (balloon dilatation) of basilar artery stenosis (detected under dsa: digital subtraction angioplasty), the microcatheter was delivered under the guiding of guide wire to pca (posterior communicating artery). After withdrawal of guidewire, the stent was advanced into the microcatheter with resistance, so when the operator tried to withdraw the delivery pole the stent deployed prematurely into the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of basilar artery stenosis 70%, access was obtained by puncturing right femoral artery with seldinger technique. Then delivered guide catheter under the guiding of guide wire to the tail of right vertebral artery (v1). After performing angioplasty (balloon dilatation) of basilar artery stenosis (detected under dsa: digital subtraction angioplasty), the microcatheter was delivered under the guiding of guide wire to pca (posterior communicating artery). After withdrawal of guidewire, the stent was advanced into the microcatheter with resistance, so when the operator tried to withdraw the delivery pole the stent deployed prematurely into the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.